Manufacturer narrative:
The eval is currently underway. A f/u report will be initiated when the eval is complete.

Event description:
Stopped in middle of infusion. Incident occurred over the weekend. The pump was in the process of giving a regular infusion; no extraordinary circumstances. The pump stopped infusing, but did not give any alarms or error codes. Incident occurred in ICU dept. No pt injury reported. The rate/volume is unk. No further info available.